Event description:
Surgeon states both devices explanted due to infection. Apparently a condylar screw hole fractured the root of the tooth #18 which appears to be the source of the infection. Dr. Will plan re-operation with custom implants, but only after tooth #18 has been extracted or treated endodontically.